Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-54453, 1221934-2018-54455, 1221934-2018-54456.

Event description:
It was reported by the customer using mitek super anchors in surgery last week that the anchor sutures had broken off exceptionally easily in 4 anchors. This has not happened in the past. There was patient consequence. Additional information received on 7/12/2018: surgeon had performed open hamstring operation to a patient. The anchor sutures had broken off exceptionally easily in 4 anchors. This resulted that surgeon had to apply 2 more different anchors, so there is more metal anchors in patient compared to normal. Also the surgery was delayed. This patient was operated last week, so the healing of the patient remains to be seen. The products are not available because the sutures were discarded and the metal parts were left to patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54453, 1221934-2018-54455, and 1221934-2018-54456.